Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's act button was unresponsive.

Manufacturer narrative:
The pump was received with no act button response due to a flattened button dome switch. The lcd board was inspected and no anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.